Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when addition reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported the illumination lamp did not work during the preparation of the device. There was no patient involvement.

Manufacturer narrative:
The system was examined and the reported event was confirmed. The lamp was replaced to address the issue and was returned for evaluation. The system was tested and found to meet product specifications. A review of the customer¿s complaint history for the last 24 months did not show any previous complaints of this kind against the system. The system was manufactured on august 18, 2011. Based on qa assessment, the product met specifications at the time of release. A lamp was received for evaluation. However, as the lamp was replaced by the company representative for reaching its rated life, sample evaluation was not performed. The root cause of the reported event can be attributed to the lamp which exceeded its rated life. However, no problem was found with the lamp as it functioned to its expected rated life. The manufacturer internal reference number is: (B)(4).